Event description:
It was reported during a tlif mis procedure on (B)(6) 2025, the instrument for both trail and final insertion of the implant became damaged in a way that it is not longer usable for future cases. No patient consequences. Surgery was completed successfully without surgical delay or complication the concomitant device was received and it was determined there was a device interaction issue. Product was raised up to document in this complaint.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the distal end tip was damaged by repeated usage. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Furthermore, a functional test performed with its assembled returned device and failed; disassembly was not possible. The complete potential cause for this condition can not be fully determined due to the inaccessibility of the internal components without destruction of the device. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the trial inserter outer shaft would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history a review of the receiving inspection (ri) for trial inserter outer shaft, was conducted identifying that lot number nn198995 was released in one batch. ¿ batch1: lot qty of (B)(4) units were released on jun 13, 2024, with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.